Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Customer is complaining that her meter is reading too low as compared with another meter. Customer stated that she ran a test on (B)(6) 2016 at 11pm (no fasting) and her meter read 76mg/dl, another meter read 106mg/dl. The customer did not have any symptoms of low blood sugar at time of tests. The test strip lot manufacturer's expiration date is 6/30/2018 and was opened on (B)(6) 2016. The customer in not properly storing the strips; she stored it in the bathroom. I advised the customer to not store the meter and strips in the bathroom because of the humidity and moisture which can affect her strips accuracy. She is currently on metformin 4 times a day and on an insulin pump continuously. She stated her normal range is 100-150mg/d(fasting) and 175-225mg/dl (no fasting). The customer is not comfortable with using the meter. I will replace the meter and strips for the customer. The meter memory was reviewed for previous test result history: 205mg/dl (B)(6) 2016 09:34 am fasting: yes; 76mg/dl (B)(6) 2016 10:56 pm fasting: no; 66mg/dl (B)(6) 2016 10:40 am fasting: yes; 67mg/dl (B)(6) 2016 10:34 pm fasting: no; 59mg/dl (B)(6) 2016 09:29 pm fasting: no.